Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise in both unipolar and bipolar configurations. No intervention was performed. No further information was available.